Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2020-06572; related manufacturer reference number: 2017865-2020-06573; related manufacturer reference number: 2017865-2020-06574. It was reported that the patient presented in clinic. Inspection of the device pocket revealed a hematoma and suspected infection. The implantable cardioverter defibrillator, right atrail lead, right ventricular lead, and left ventricular lead were explanted. Patient was admitted after procedure for monitoring and was given IV antibiotics.